Event description:
The customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification, for five patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. Subsequent analyses of the patients¿ samples, on an alternate access 2 system and methodology, generated lower results within the normal reference range. The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. System parameters (including quality control and calibrations) were performing within assay and instrument specifications prior to and after the event. Routine system check, performed on the day of the event, failed the substrate portion due to an elevated percent coefficient of variation (%cv) of 9.11% (specifications is from 0.00%-5.00%). A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed dispense probe #5 was leaking fluid due to excess liquid in the wash valve. The fse rebuilt the wash valve and replaced the wash valve seal to resolve the issue. The fse determined the cause of the erroneous results was due to the wash valve seal, which allowed fluid into the wash valve and leaked through the dispense probe. System verification testing (system check, high sensitivity system check, and quality control) passed within the assay, instrument, and laboratory specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, hardware malfunction is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.